Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older device is a combination product. (B)(4): the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the entire crimped stent was distorted, damaged & moved distally out over the distal balloon cone. The device was received within the guide catheter. The type of damage that is evident is consistent with the stent encountering resistance while withdrawing from the lesion site. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jan-2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous mid right coronary artery. A 20 x 3.00 promus premier¿ stent was advanced but was unable to cross the lesion. The procedure was completed using a non bsc stent. No patient complications were reported and the patient's status was good however, returned device analysis revealed stent damage and stent movement on balloon.